Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had dislodged and exhibited unspecified helix rotation, failure to extend and high impedance. The dislodgement was confirmed via fluoroscopy. The ra lead was not used and was replaced. The patient was in stable condition throughout the procedure.